Manufacturer narrative:
Our evaluation found the shafts distal end is bent, the jaws are slightly burnt. The robi forcep has been in use for approximately 18 months.

Event description:
Allegedly, there was a spark from the tip of the instrument in the patient during a procedure. It was reported there was no harm to the patient.